Event description:
It was reported that the lead had a kink in the insulation which made it 'impossible to remove'. It was also reported the lead would not fit in the device header. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. The full lead was returned and analyzed.